Event description:
The product was evaluated. An external visual inspection was performed and found that sensor pod was returned without the sensor wire. Analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.